Manufacturer narrative:
Corrected by removing the narrative.

Manufacturer narrative:
Complaint database was reviewed and no item or lot specific issues were identified and trending is ongoing for conserve products. Risk assessment has been initiated and is in process.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00992, -00994.

Event description:
Allegedly, patient was revised due to mom complications: fretting and corrosion on neck pseudo tumors and adverse tissue reactions; increased fluid and evidence of wear debris. Right.